Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported than an ophthalmic console exhibited no ultrasound during multiple surgeries. The surgeon stops and starts again to activate the pedal, up to six times to have ultrasounds and to be able to complete the phacoemulsification. This incident occurred on three different patients. Patient impact was not reported. Additional information received from physician indicated that lack of ultrasound delivery upon pedal actuation. There was no impact on the patients.

Manufacturer narrative:
The company representative attempted to troubleshoot the issue over the phone, but was unsuccessful. It was then suggested that a new footswitch be ordered (which was done and installed without issues). There was no on-site examination performed on the console. Based on the information a non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).